Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04114. It was reported that the patient¿s ipg migrated into the vertebral body. Hence, surgical intervention was planned to remove the ipg. Surgical intervention took place on (B)(6) 2023 during which the doctor was unable to figure where the leads were and how to remove the devices. In turn, the left lead was cut and left implanted. The ipg was not explanted. Reportedly, the patient has one intact lead and one partial lead that was cut.

Manufacturer narrative:
Date of event is estimated.